Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no insulin was seen exiting the tubing during fill tubing. Reportedly, the customer readjusted the luer lock connection multiple times. The customer changed the tubing and continued to not see insulin drops. During troubleshooting with tandem's technical support, the customer disconnected from the luer lock connection and did not observe insulin drops exiting the cartridge patient line. A new cartridge was successfully loaded to address the event. There was no reported impact to the customer's blood glucose level.